Event description:
It was reported that the surgeon felt a bad feeling of the wrist of the prograsp forceps instrument during a da vinci prostatectomy procedure. The surgical staff tried to reset the instrument to the arm; however, the problem persisted. The staff checked it and found the wire coming off from the pulley. The staff thought that the wire was loose. The staff exchanged it into a backup instrument and the planned procedure was completed without problem. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found no cable damage at the distal end of the instrument upon visual inspection. Failure analysis found upon further inspection that the distal end of the main tube had various scratch marks with light material removal. The scratches were .149 - .223 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.